Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00431 for the first spyscope digital access and delivery catheter , and 3005099803-2018-00433 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, it was noticed that the working channel sleeve of the spyscope ds protruded. The procedure was completed with another spyscope digital access & delivery catheter. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.